Manufacturer narrative:
Expiration date of reported test strips: 1020213154 06/2015. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. According to the consumer he last tested himself at 11:00pm on (B)(6) 2013. The next morning at 10:30 am on (B)(6) 2013 paramedics were called. When they arrived they tested the consumer getting a result of 30 mg/dl on their unknown blood glucose meter. The consumer was transported to the hospital and released. It is unknown if the consumer performed any testing on the nova biomedical blood glucose meter prior to the paramedics arrival. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation. This is being reported as an adverse event under the FDA medwatch regulations.